Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifest ted by cloudy effluent and abdominal pain. The breach in aseptic technique was described as "not turning off the fans and suspected touch contamination". One day after the event onset, the patient was hospitalized for the event and was discharged on the same day. On the same day as the event onset, the patient was treated with vancomycin (1 gram, for 14 days, route an frequency not reported) for peritonitis. Thirty three days after the event onset, the patient was treated with ceftazidime (for 21 days, dose, route and frequency not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Eighty six days after the event onset, pd therapy was discontinued. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.